Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The instrument was found to have insulation damage on the conductor wire. The internal wires were exposed as a result. The damage was located at the distal end on the bipolar yaw pulley. Material was found missing and thermal damage was observed. Electrical continuity was tested and passed. The root cause is attributed to a component failure. Additional finding not reported by site: the instrument was found to have charring and localized melting at the grip base. This failure is most caused by insulation degradation and carbonized tissue creating a conductive path. The instrument passed the electrical continuity test. The root cause is attributed to mishandling/misuse. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the instrument had conductor wire damage. Thermal damage at or near a conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that a crack had formed in the cable of the fenestrated bipolar forceps at the top of the stop. After reprocessing, a tear was observed on the cable at the top of the wrist. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter. No further information related to the event could be provided.